Manufacturer narrative:
Concomitant product : 4195-88 lead, implanted (B)(6) 2011. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed high right ventricular (rv) defibrillation and superior vena cava (svc) coil impedances.

Event description:
It was reported that three days after a device change-out procedure, alerts were triggered for impedances with pathways including the right ventricular (rv) coil conductor. A chest x-ray revealed the right ventricular lead was not seated in the device header fully. The lead was re-seated and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.